Manufacturer narrative:
Concomitant: product ID 8731, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2009-(B)(6), product type catheter. (B)(4).

Event description:
The pump only lasted 4 years. The patient didn¿t remember why the pump and catheter were replaced when he started seeing another physician. No additional information was provided regarding the event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.